Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain'), pelvic inflammatory disease ('old mild pelvic inflammatory disease.') And genital haemorrhage ('bleeding') in a female patient who had essure (batch no. 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus operation in 1996, hernia repair in 1976, menstruation irregular, d & c, irritability and pelvic inflammatory disease. Previously administered products included for an unreported indication: mirena. Concurrent conditions included anger, bruising, allergic sinusitis, pre-menstrual tension syndrome, pelvic discomfort, breast cancer, dysfunctional uterine bleeding, hyperprolactinemia, endometriosis, enterocele, uterus enlarged and adenomyosis. Concomitant products included fluoxetine, nsaids since 2012 and paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and depression ("depression"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full),salpingectomyal removal of fallopian tubes), oophorectomy on (B)(6) 2015.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the pelvic inflammatory disease, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils reference number: left- 5 , right- 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result-total bilateral occlusion. (As per mr): date: (B)(6) 2012: hysterosalpingogram findings: the uterus is normal in appearance, the fallopian tubes arc occluded bilaterally without free spill into the adnexa. Pathology test - on (B)(6) 2015: diagnosis: uterus with cervix and bilateral adnexa, hysterectomy with bilateral salpingo-oophorectomy (196 gm): late secretory pattern endometrium. No evidence of hyperplasia, atypia or malignancy. Adenomyosis. Cervix with no significant pathologic change. Ovaries with multiple cystic follicles and normal physiologic changes. Benign fallopian tubes.. Ultrasound scan vagina - on (B)(6) 2014: assessment: dub. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received. Events: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, bleeding were added. Event outcome was updated for the events: pain and bleeding. Lot number was added. Lab data was added. Case became incident. Concomitant drugs, conditions, historical drugs, conditions and reporter's information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain'), pelvic inflammatory disease ('old mild pelvic inflammatory disease.') And genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus operation in 1996, hernia repair in 1976, menstruation irregular, d & c, irritability and pelvic inflammatory disease. Previously administered products included for an unreported indication: mirena. Concurrent conditions included anger, bruising, allergic sinusitis, pre-menstrual tension syndrome, pelvic discomfort, breast cancer, dysfunctional uterine bleeding, hyperprolactinemia, endometriosis, enterocele, uterus enlarged and adenomyosis. Concomitant products included fluoxetine, nsaids since 2012 and paracetamol (acetaminophen) since 2012. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and depression ("depression"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pelvic/ abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomyal removal of fallopian tubes),oophorectomy on (B)(6)2015.). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain was resolving, the pelvic inflammatory disease, anxiety, vaginal haemorrhage, menorrhagia, depression, abdominal pain, dysmenorrhoea and psychological trauma outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils reference number: left- 5 , right- 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: result-total bilateral occlusion. (As per mr): findings: the uterus is normal in appearance, the fallopian tubes arc occluded bilaterally without free spill into the adnexa.. Pathology test - on (B)(6)2015: diagnosis: -uterus with cervix and bilateral adnexa, hysterectomy with bilateral salpingo-oophorectomy (196 gm): late secretory pattern endometrium. No evidence of hyperplasia, atypia or malignancy. Adenomyosis. Cervix with no significant pathologic change. Ovaries with multiple cystic follicles and normal physiologic changes. Benign fallopian tubes.. Ultrasound scan vagina - on(B)(6)2014: assessment: dub.. Lot number: 869761 manufacture date: 2011-06 expiration date: 2014-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : new events added : "abdominal pain, dysmenorrhea (cramping), psych injury". Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain'), pelvic inflammatory disease ('old mild pelvic inflammatory disease.') And genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus operation in 1996, hernia repair in 1976, menstruation irregular, d & c, irritability and pelvic inflammatory disease. Previously administered products included for an unreported indication: mirena. Concurrent conditions included anger, bruising, allergic sinusitis, pre-menstrual tension syndrome, pelvic discomfort, breast cancer, dysfunctional uterine bleeding, hyperprolactinemia, endometriosis, enterocele, uterus enlarged and adenomyosis. Concomitant products included fluoxetine, nsaids since 2012 and paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and depression ("depression"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full),salpingectomyal removal of fallopian tubes),oophorectomy on (B)(6) 2015.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the pelvic inflammatory disease, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils reference number: left- 5 , right- 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result-total bilateral occlusion. (As per mr): findings: the uterus is normal in appearance, the fallopian tubes arc occluded bilaterally without free spill into the adnexa.. Pathology test - on (B)(6) 2015: diagnosis: -uterus with cervix and bilateral adnexa, hysterectomy with bilateral salpingo-oophorectomy (196 gm): late secretory pattern endometrium. No evidence of hyperplasia, atypia or malignancy. Adenomyosis. Cervix with no significant pathologic change. Ovaries with multiple cystic follicles and normal physiologic changes. Benign fallopian tubes.. Ultrasound scan vagina - on (B)(6) 2014: assessment: dub. Lot number: 869761 manufacture date: 2011-06 expiration date: 2014-06 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.